Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 44-year-old female patient who had essure (batch no. C3587 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (ablation and hysterectomy(full), salpingectomy (unilateral) on (B)(6) 2015). At the time of the report, the pelvic pain, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, bladder disorder and urinary tract disorder outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2014, (B)(6) 2015 the tube on the right side was adherent to the ovary. Performed dissection of the tube midway below the termination of the essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: results - not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 44-year-old female patient who had essure (batch no. C3587) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (ablation and hysterectomy(full), salpingectomy (unilateral) on (B)(6) 2015). At the time of the report, the pelvic pain, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, bladder disorder and urinary tract disorder outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2014, (B)(6) 2015 the tube on the right side was adherent to the ovary. Performed dissection of the tube midway below the termination of the essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: results - not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: medical records received new reporter information and lot no was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (ablation and hysterectomy(full), salpingectomy (unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, bladder disorder and urinary tract disorder outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2014, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: results not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury was replaced with pelvic pain. New events - apareunia, dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse), abdominal, bleeding- menorrhagia (heavy menstrual bleeding), bladder/urinary problems- bladder probs., urinary problems were added. Outcome of event menorrhagia had recovered/resolved. Case is now incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.